Manufacturer narrative:
Alleged failure: "sent it into a hospital on loan and the engineer who went to est and received an electric shock. It subsequently did not pass the est¿s the hospital engineer tried to complete. Customer sent two of our own engineers in who tried est¿s on different testing machines and all of them did not pass." Probable root cause/s: product was not returned to stryker endoscopy. Based on reported circumstances of incident, probable root cause is due to use of a non-applicable electrical safety test (est) method on the vpi with a spy phi imager attached. The reported est protocol was in accordance with iec 60601 class 1 type bf with 1 applied part, which is only applicable for medical devices which come into physical contact and electrical contact with the patient during use. As the spy phi device does not come into direct contact with the patient under all intended use scenarios, this test is not a valid method for evaluating the electrical safety compliance of this device. This complaint investigation was closed based on the device not received. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a mild shock. There were no injuries and no medical care was needed.

Event description:
It was reported that there was a mild shock. There were no injuries and no medical care was needed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Updating sections d3: manufacturer entity g1: manufacturing site for devices FDA registration number to 3012345110 - endoscopy (novadaq).

Event description:
It was reported that there was a mild shock. There were no injuries and no medical care was needed.